Event description:
Medtronic received information that four years, ten months post implant of this bioprosthetic valved conduit, this conduit was explanted and replaced with another bioprosthetic valved conduit. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this 16mm bioprosthetic valved conduit was replaced with a 18mm bioprosthetic valved conduit due to a the need for a size increase. The patient was 6 years old at implant and 10 years 8 months at explant. There were no performance allegations against this valved conduit. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain more information regarding this explant and product return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).